Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h3, h6 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A single undated x-ray image was reviewed and not submitted to mmi due to the inability to correlate the image with the allegation. A definitive root cause cannot be determined. It is unknown if the torn gluteus medious caused or contributed to the reported event. The complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Event description:
It was reported that the patient underwent a hip procedure and was implanted with zimmer biomet products. Subsequently, the patient was revised one (1) year post implantation due to dislocation. It was also noted that the patient had a tear of the glute med which the doctor stated was causing the dislocations as well. The head and liner were explanted.

Manufacturer narrative:
(B)(4). D10: 802203601 femoral head 12/14 taper 36 mm diameter -3.5 mm neck length 2999645. G2: foreign: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.